Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a defib test failure. It was noted during operational testing that the device would fail to charge the capacitor. No patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure. It was noted during operational testing that the device would fail to charge the capacitor. No patient involvement. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The therapy connector j16 pins were found lifted, which caused the failed defib. Test during op check.